Manufacturer narrative:
Product event summary: the 2af284 balloon catheter with lot number 02550 was returned and analyzed. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 10 applications on the reported event date. Visual inspection showed a guide wire lumen kink/bent at 1.5 inches from the tip. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen kink.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturers investigation.